Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was dead and had a blown fuse. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic trauma surgery, it was observed that the battery device was dead. There was a two to three minute delay to the surgical procedure to obtain a spare device. The procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.